Event description:
Baby boy was delivered at this facility and became ill soon after delivery (respiratory distress). Baby was transferred from this facility to a higher level neonate unit of another facility in the same city. Baby expired during the night.